Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that both the right ventricular (RV) and right atrial (RA) leads exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switching. Both RV and RA leads were explanted and replaced. The patient remained in a stable condition before, during and after procedure.